Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/04/2019. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ak4963 mfg date: 04/04/2018, exp date: 03/31/2023. Batch ak5082 mfg date: 04/09/2018, exp date: 03/31/2023. Batch ak3082 - not valid. In addition, a review of the batch manufacturing records for the possible batch numbers ak4963 and ak5082 were conducted and the batches met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Three possible batch numbers of ak5082, ak3082, ak4963 were reported. Lot numbers ak4963 and ak5082 are valid lot numbers. Lot ak3082 is not a valid lot number. Can you please provide the correct lot number.

Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 04/3/2019. In addition, a review of the batch manufacturing records for the possible batch number ak3052 was conducted and the batch met all finished goods release criteria. Evaluation: lot ak4963: three sealed boxes with twelve unopened samples of product code w31c, lot ak4963 were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were observed on the packets. The samples were opened and contained a bone wax in folder. The bone wax was examined, and the consistency of the wax was uniform and smooth, the appearance of wax is correct. A functional test was performed on the bone waxes and met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no appearance surface defects was observed, and the reported complaint could not be duplicated. Lot ak5082: two sealed boxes with twelve unopened samples and one opened box with thirteen unopened samples of product code w31c, lot ak5082 were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were observed on the packets. The samples were opened and contained a bone wax in folder. The bone wax was examined, and the consistency of the wax was uniform and smooth, the appearance of wax is correct. A functional test was performed on the bone waxes and met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no appearance surface defects was observed, and the reported complaint could not be duplicated. Lot ak3052: an opened box with nine unopened samples of product code w31c, lot ak3052 were returned for analysis. During the visual inspection of nine unopened samples, no defects were observed on the packets. The samples were opened and contained a bone wax in folder. The bone wax was examined, and the consistency of the wax was uniform and smooth, the appearance of wax is correct. A functional test was performed on the bone waxes and met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no appearance surface defects was observed, and the reported complaint could not be duplicated. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts have been made to obtain the additional information.. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: did the event occur during one or multiple patient procedures? Multiple, unknown how many procedures. If this event occurred in multiple procedures, please provide the following information: what is the total number of procedures? Was not provided by customer. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Have not reported to ethicon. First time rep have been advised by hospital. What are the procedure name(s) and date(s)? Not provided by customer. What is the quantity involved per procedure: not provided by customer. Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? No adverse to patient reported. What is the product lot number(s)? Tba. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown cardiac surgery on (B)(6) 2018, and bone wax was used. These current bone wax crumbles. No reported patient consequences.